Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Do you have any additional samples of dnx12, lot lah365 to return for analysis? Additional information was requested and the following was obtained: the dermabond was applied to the skin 2 layers. The dermabond tube was squeezed so the product came out slowly. It was applied like a pen over the tummy tuck incision. Yes the dermabond was placed to cover the entire length of incision. The event occurred on (B)(6) 2017. The patients shirt had to be pried off of the incision, removing a lot of the dermabond at that time. The majority of the dermabond was removed a day or two after procedure. Dr. Believes that there was something wrong with the dermabond. What is the procedure date? How long after the procedure did the product start to peel off? How was the device was used (what layer of tissue and how many layers applied)? What was done to address the event? Was there any medical or surgical intervention to treat the reaction? If so, please clarify. Was the product removed? Was another method used to close the incision?

Event description:
It was reported that the patient underwent a lipo-abdominoplasty procedure in a week of (B)(6) 2017 and the topical skin adhesive was applied in two layers to cover the entire length of the incision. During the initial procedure, the product has been allowed to dry before dressing and there were no apparent quality issues during use. Following the procedure, a few days later, when patient returned for follow up appointment, the patient¿s shirt was stuck to incision. The incision did not open, but the topical skin adhesive started to peel off the patient¿s skin when the patient removed her shirt. It was also reported that the most of topical skin adhesive was removed a day or two after the procedure. The patient¿s shirt had to be pried off the incision, removing a lot of the topical skin adhesive at that time. The patient has been instructed to apply vaseline and gauze on the remaining topical skin adhesive to prevent further sticking to clothing. The patient is reportedly doing well. Additional information has been requested.